Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the touchscreen being responsive could not be confirmed as the system monitor was not returned for evaluation. A product return request letter was sent to the customer's site in an attempt to retrieve the device. Correspondence sent to the customer site indicated the complaint file would be closed if the device was not returned for evaluation by 02may2016. To date, the product associated with the event has not been returned, and the complaint file will be closed accordingly. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the touchscreen on the system monitor was unresponsive when enabling the display tabs. The cable connections were reseated and the system monitor was powered on and off but the issue did not resolve.